Event description:
The user alleged that while using the system, there was an inaccuracy issue. The user reported that the registration received was 3.9 (the specification is <10). However, the lg did not appear to be in the airway. After troubleshooting the issue, the locatable guide was replaced. A 2.4 registration result was received and the lg appeared to be in the airway. The case was completed and there was no harm or injury to the pt.

Manufacturer narrative:
(Other): the locatable guide was replaced and will be returned for analysis. At this time, superdimension has not yet received and or processed the return. It was reported that the site has performed at least 3 more cases and all the cases were successfully performed with no issues.